Event description:
The report from the descover database indicated that: a pt admitted with stable angina underwent an elective procedure to a proximal left cx with 70% preprocedure stenosis. The left cx had a previous bare metal stent and was an isr. The 26mm lesion was not occluded or bifurcated; calcification was unk. After predilation, two cyphers--a 3.0x28mm and a 3.0x13mm --were placed to overlap. Post procedure stenosis was 0% and timi flow was three. Per report, angiographic success was achieved for this lesion. Three days later, the pt had a subacute thrombosis in the target area. Per investigator, the event was related to the device and procedure.